Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation, there was thermal damage on the defibrillator and pca board causing multiple components to be damaged. The root cause for the thermal damage was high voltage deviated to low voltage circuits. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.